Manufacturer narrative:
This ra lead remains in service for the time being. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was observed this ra lead was not capturing at 5v. An x-ray was then performed, and it was discovered this ra lead was hanging down by the tricuspid valve. A revision procedure is scheduled for the near future. There were no adverse patient effects reported.